Event description:
It was reported that during a gastric bypass with roux-n-y procedure, the instrument did not form staples in the center of the staple line. It is not known how many times the instrument was fired, and there is a possibility the instrument is reprocessed.